Event description:
It was reported that the surgeon was using the 4.2 x 340 drill bit to drill for a locking screw for the posterior screw in the t2 ankle arthrodesis nail. Upon backing the drill out, the tip broke off; thus. Leaving the tip of the drill bit inserted in the most distal screw hole of the nail. Next, the doctor verified on fluoro that the drill bit piece was inside the screw hole. Upon verification, the doctor left the drill bit piece there and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.